Event description:
Additional information was received indicating that lead insulation damage was suspected.

Event description:
Related manufacturer number: 2017865-2022-47118. During follow-up, oversensing was observed on the right ventricular (rv) and right atrial (ra) leads resulting in dizziness and dyspnea. Abbott technical support was contacted and oversensing was suspected to be due to myopotentials and electromagnetic interference. Increased pacing impedance was also observed on the rv lead resulting in the device reprogramming from biopolar to unipolar configuration. The event was resolved by reprogramming the device. The patient was stable condition and experienced no adverse health consequences.